Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a relay custom device. The relay custom device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). Based on the information available, the exact root cause of the failure mode experienced could not be determined.

Event description:
"The device was designed to treat the proximal aspect of a thoraco-abdominal aneurysm at the level of the aortic arch in order to preserve the patency of the brachiocephalic ostium. Previous surgical bypasses were performed. The delivery system was introduced over a stiff guide-wire and advanced through the left femoral artery until reaching the middle portion of the descending aorta with the total length of the outer sheath. Verifying the position 1 in the controller, the physician started to push the grey handle in order to advance with the inner catheter and sheath to the intended deployment area. High resistance from the device was experienced. After several unsuccessful attempts, the surgeon opted to snare the wire from the surgical right carotid access to perform a "body floss" technique smoothening the distal tortuous curvatures of the thoracic aorta. The surgical team tried repeatedly to advance the grey handle with no positive results even while applying high force and tension over the wire and delivery system. The grey handle seemed to advance but the imaging did not show any exposure of the inner catheter out of the outer sheath. The surgeon decided to abort the intended strategy with our device and performed a chimney technique using a gore ctag stent-graft and a balloon expandable covered stent. The advancement of the gore graft experienced some resistance as well but reached the intended proximal neck successfully. During the final angiogram it was noted a slow flow in the aortic arch and abdominal aorta. While performing review of the renal perfusion, the patient showed a severe decrease of the blood pressure doing required a laparotomy + CPR maneuvers." Patient outcome: "the surgeon claims that the patient suffered a myocardial infarction, nevertheless it is suspected that the excessive manipulation of the aorta with the wire and delivery system might have caused a rupture of the aneurysm. "